Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on. Complainant indicated the device appeared to power on, however there was no display. Complainant indicated that there was no pt involvement in the reported malfunction.